Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information which was provided. The facility had reported that with the vpps 100w laser the output was observed as being 'low', and the fiber initially used with the vpps was used shortly after with a backup laser and successfully completed the case. The fiber was discarded by staff after the case, prior to alerting lumenis to 'an issue' with the device. The staff did not recall any error messages being displayed during the case. A lumenis service engineer visited the site on (B)(6)2019, eight days after the reported event, and upon inspection of the vpps 100w laser system had determined that the blast shield needed to be replaced. Upon replacement of the blast shield, the engineer checked the laser's energy and alignment having determined that the laser was operational, and the laser was returned to the facility having met manufacturer specifications and ready/safe for use. A review of subject labeling, (0637-117-01_k - vpps operator manual) revealed in the troubleshooting section what to do in cases of 'no laser power' or 'inadequate or no aiming beam": no laser power: probable cause: the delivery system optical fiber is defective. Suggestion: replace the delivery system. Probable cause: the debris shield is damaged. Suggestion: inspect and, if necessary, replace the debris shield as instructed in the "user maintenance" section of this manual. Rather than inspect the blast shield as instructed in the um, the facility opted to bring in an alternate laser to complete the procedure. Blast shields are user replaceable parts, and when a user changes a blast shield it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Based on the information above, lumenis concluded that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Although lumenis has determined this event to solely be the result of user error with no other performance issues, and there has been no device-related death or serious injury, it is uncertain if the user facility had to use the alternate laser to prevent permanent damage. In an abundance of caution lumenis is reporting this event.

Event description:
A user facility reported that during a kidney stone procedure in which a lumenis versapulse powersuite 100w laser system was being utilitzed, the laser output was observed as being "low" and the kidney stone would not break. The facility reported that the procedure was completed by using a different system. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.